Event description:
Peripheral corneal ulcer developed while using acuvue oasys for astigmatism contact lenses and optifree replenish multipurpose solution. Pt admitted to waterskiing for two days in fresh water lake, while using contact lenses. Diagnosis or reason for use: myopic astigmatism.